Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that for the past 2 to 3 months, they have had issues with elevated calibration, control, and patient results for tina-quant hemoglobin a1c gen. 3 (hba1c) tested on a cobas 4000 c (311) stand alone system (c311). The customer stated that they have not received any errors, but patient results were elevated compared to clinical symptoms of the patient. The customer was asked to provide specific patient data, but no results were provided. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. No patients were adversely affected. The customer stated that hba1c reagent lot number 146662 was in use at the time of the event. Reagent lot numbers of 125243 and 687516 were also provided. Lot 687516 is actually a different hba1c reagent, a1c-2 tina-quant hemoglobin a1c gen.2. It was asked, but it could not be confirmed which reagent lot number was in use during the time of the event. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration data showed fluctuation over time.